Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest cgm reading of 358 mg/dl for over 90 minutes while using a teflon inset infusion set on the abdomen with a libre 3+ sensor. The user stated they ate an unannounced snack and allowed the system¿s correction dosing to bring glucose back toward range. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury and no medical intervention or hospitalization. Investigation included case assessment and user education focused on meal announcement practices and high glucose troubleshooting. Investigation of this case revealed no device malfunction or infusion set issue and indicated user-related use error due to a missed meal announcement as the precipitating factor. It was concluded that the cause was use-related, specifically a missed meal announcement.